Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and also discovered a diluent leak was found coming from the needle not rinsing properly at the blood sampling valve (bsv) region. It was confirmed by the fse that the checkvalve was partially clogged causing the needle not to rinse thoroughly and backwash from the tip onto the instrument chassis. In addition the drain pinch valve #13 (pv13) tubing was a bit worn out. Therefore, pv13 tubing and the needle vent line checkvalve were replaced. Repairs per established procedures were verified and results meet published performance specifications. The root cause for the leak was due to a partially clogged checkvalve. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a small amount of blood leak at the blood sampling valve (bsv) in the coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.